Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after successful deployment and post-dilatation of the 3.5 x 23 mm xience alpine stent, interaction with the versaturn guide wire while it was being retracted resulted in causing the stent implant to become loose in the artery thus resulting in the reported device damaged by another. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The versaturn device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, mildly calcified obtuse marginal off the left circumflex (lcx). A non-abbott guide wire was placed in the marginal branch. A vesaturn guide wire was placed in the distal lcx for protection of the side branch. After successful deployment and post-dilatation of the 3.5 x 23 mm xience alpine stent was performed, the versaturn guide wire was being retracted; however, met resistance with the deployed stent which impacted the stent implant causing the stent implant to become loose in the artery. The stent implant was retrieved successfully using a snare device. Another stent delivery system was used to complete the procedure. It was stated that there was a delay in the procedure; however, it was not clinically significant for the patient who remained asymptomatic throughout the procedure. The final result was good. No additional information was provided.